Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received an unexpected power loss alarm and low battery. The customer¿s blood glucose level was unknown. Troubleshooting was performed for unexpected power loss alarm and noticed that the insulin pump did not receive multiple power loss alarms when batteries are out of the pump less than 10 minutes. Troubleshooting was continuing for low battery and noticed that battery lasted more than 1 week. The insulin pump will not be returned for analysis.